Event description:
It was reported that there was a bottle side pressure sensor error code 240.4150. There was no patient harm reported. The issue occurred at toowoomba hospital on an orthopedic unit.

Manufacturer narrative:
Additional information: g.3, g.3(other source). Device history: review of the sn 15087029 service history record showed the device had a manufacture date of 12/07/2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 08/09/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. No patient information provided.

Event description:
It was reported that there was a bottle side pressure sensor error code 240.4150. There was no patient harm reported. The issue occurred at (B)(6) hospital on an orthopedic unit.

Manufacturer narrative:
Additional information: d.11.

Event description:
It was reported that there was a bottle side pressure sensor error code 240.4150. There was no patient harm reported. The issue occurred at (B)(6) hospital on an orthopedic unit.